Event description:
While getting ready to suction patient, the rn inadvertently pressed the "low pressure o2 source button", which triggered a high pressure alarm, and reset the fio2 setting to 21%, the nurse quickly reset the alarm, and pressed the correct button (the o2 set button) and held it to increase the fio2 to 100% for the duration of suctioning. When the three minutes expired, the vent reset the fio2 to 21%, but the nurse noticed it and got help to fix the problem. This sequence is noted as "standard operating procedure". Since the "error" was actually the standard operating procedure, the nurse would qualify this as a near miss. Anecdotally, the nurse indicated that there was another incident with the same patient, with similar results, but she could not remember the details (time, date, etc.). It is very easy to inadvertently press the low pressure o2 source button. If clinician is trying to multi-task, not looking at where they are pressing, or in a rush, it can be very easy to mistakenly press the "low pressure o2 source". There are plastic covers available that are shipped from manufacturer with new ltv 1200 series ventilators, which eliminates this issue, however, clinicians have opted to not have them in place because can be easily taken off, misplaced, are an inconvenience at the bedside, and basically are not practical clinically. In order to prevent this from happening again, biomed has opted to put notes on these machines that say "do not press this button." According to the manufacturer's sales representative, the new 1200 series eliminates this issue by requiring the clinician to press and hold for 3 seconds the "low pressure o2 source" button in order to activate it.